Manufacturer narrative:
According to available information, this atrial lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, during threshold testing, the patient with this atrial lead experienced a blood pressure measurement of 110/50 and was sent to the emergency room for further evaluation. No treatment or programming changes were performed and the patient was discharged from the emergency room. An internal technical service consultant was contacted regarding interrogation of the device auto capture algorithm displaying retry. It was thought this was due to this atrial lead dislodgement. In addition, it was thought the lead was oversensing. Further monitoring of this lead was recommended. No adverse patient effects were reported.